Event description:
The customer reported high blood glucose levels and bent cannulas without getting any no delivery alarms. The customer was unable to conduct the high pressure test at the time of the call as he didn't have the tubing clamp. Advised the customer that the tubing clamp could be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.